Event description:
Hamilton medical ag received the following complaint description (quotation of the customer/reporter): "message exhalation obstructed. The biomedical is testing the device with a test lung." No health impact or consequences were reported.

Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation is ongoing.

Manufacturer narrative:
Manufacturer narrative (additional information): hamilton medical ags reference: (B)(4). Hamilton medical ag`s comes to the following conclusion: the complaint was received as ¿message exhalation obstructed.¿ the biomedical technician tested the hamilton-c6 using a test lung but was unable to reproduce (re-construct) the issue. The exact cause could not be determined, as the relevant consumables (e.g., patient circuit or filter) were not retained. The device passed all functional tests and has been returned to clinical use. No part was replaced from the hamilton-c6. No patient harm occurred.